Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient wasn't getting full extension. Poly was replaced with smaller component.